Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the procedure was completed with stent-assisted coil embolization. The cause of the failure to open was not determined.

Event description:
Medtronic received a report that a pipeline failed to open in the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right internal carotid ophthalmic artery with a max diameter of 7.2mm and a 4.8mm neck diameter. The landing zone was 3.8mm distally and 4.3mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed normal blood vessels and no damage. It was reported that during the stent deployment process, the tip end opened normally, but the middle section could not be opened. Tried various methods but still could not open it. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other device required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex device was returned for analysis inside a phenom 27 catheter, a sealed biohazard bag, and a shipping box. Damaged location details: the tip coil is in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and shrink tubing were intact, with no signs of elongation and damage. The braid¿s distal and proximal ends were opened and frayed, while the braid¿s middle part was opened and no damage. The pushwire was kinked at 52.5cm from the distal tip. The catheter tip and marker were examined, and no damages were noted. The catheter body was found to be in good condition. No other anomalies were noted. Testing/analysis: the pipeline flex pushwire was pushed from the catheter lumen. The total and useable length of the catheter were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub without resistance. Conclusion: based on the reported information and device analysis, the customer¿s complaint of ¿failure/incomplete open at the middle¿ was not confirmed, as the returned pipeline flex braid¿s middle part was found fully opened with no damage. The cause of the failure to open could not be determined. In addition, the braid's distal and proximal part were found opened and frayed. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. The customer reported that the vessel tortuosity was moderate, and the device was not placed in a vessel bend, ruling out the vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. The damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, deployment technique, delivery/retracting delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. The pushwire was found to be kinked. The cause of the damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.